Event description:
It was reported that the atrial lead had abruptly elevated thresholds and impedances and were high. A lead fracture was suspected. The lead remains in use as the physician wishes to observe and monitor the lead for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 402452 implantable pacing lead implanted: (B)(6) 1995.